Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. There was a hole in the tubing one and a half inches from the end. However, the underlying cause could not be determined. The complaint of the unit blowing hot air was unable to be tested.

Event description:
Blowing out hot air and put a hole in the tubing.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Blowing out hot air.